Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown knee tibial tray component; unknown knee femur component; unknown knee tibial insert component; unknown knee patella component; unknown bone cement; unknown knee tibial stem component. (B)(4).

Event description:
Subject ID: (B)(6). Associated study: dots. Clinical notification received for revision related to aseptic loosening. Doi:unknown; dor: (B)(6) 2018; (right knee).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.